Event description:
A malfunction with code malf 12 was reported, but no notable events happened beforehand. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer in doing so. After the reset, the malfunction did not recur, and the customer was able to continue using the pump, understanding instructions to call back if the issue arises again.